Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis abdominal pain and cloudy fluid coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unknown date during the hospitalization the patient was treated with vancomycin (dose, route, duration and frequency not reported) for the peritonitis. After 16 days, the patient was discharged from the hospital. On an unknown date during the hospitalization, antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the event. Dianeal and extraneal therapies were ongoing. No additional information is available.